Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation determined the device needs to be replaced. The cause of the reported issue could not be determined. The customer received a replacement device to resolve the reported issue.

Event description:
During regular service stryker observed this biphasic device delivers a monophasic shock. In this state the device may not deliver appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.